Manufacturer narrative:
The prod has been returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Loss of target site position due to device's interference. The report we rec'd from our affiliate indicated that the procedure was aneurysm coiling of the internal carotid artery-posterior cerebral artery. A prowler 14 microcatheter was placed at the target site by way of a gt guidewire, and gdc detachable coil sys coils were used for this procedure. Fourteen coils had been detached. However, during insertion of the fifteenth coil, the devices interference was encountered with the microcatheter and the gdc detachable coil sys, as the physician attempted to withdraw the gdc detachable coil sys and the coil detached within the microcatheter. Therefore, both the microcatheter and gdc detachable coil sys had to be withdrawn as a unit, losing target site position. The physician anticipated that the microcatheter lumen was kinked. However, the procedure was successfully completed with no adverse effects to the pt. Pt-specific info was not available.